Manufacturer narrative:
The microcatheter was received for evaluation. The catheter body was found to be flattened and accordioned near the distal tip. The catheter appeared to be separated at the distal segment. Received information indicated this catheter was broken after use as it was tangled around another catheter. The separated ends of the received catheter have signs of stretching and necking consistent with excessive pulling force was used. Therefore it is most likely the catheter separation was due to excessive force being use when the catheter was pulled out of the entanglement. All products are 100% inspected for damage and irregularities during manufacturing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the marksman catheter separated after use. It was reported that the catheter was removed from the patient intact. After removal the catheter became entangled with another catheter and separated this catheter was used to deliver a flow diverter to treat two left ica aneurysms located at posterior communicating artery and paraopthalamic segments. New devices were used to continue treatment for this patient. There was no known patient injury as a result of this event.